Event description:
The manufacturer received information alleging a low circuit leak alarm occurred. There was no harm or injury reported. A philips sales rep provided the customer with a replacement device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's sensor board needs replaced to address the issue.